Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The inner shaft has a puncture hole at the location where the proximal markerband was crimped onto the inner. The damage is consistent with damage that is seen caused by use of a guidewire. There are witness marks that show that the markerband was crimped in the correct location and the guidewire was inserted with enough force to puncture the inner shaft and move the markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that a marker band misalignment occurred. Vascular access was obtained via the radial artery. The target lesion was located in a mildly tortuous mid left anterior descending (lad) artery. A 15mm x 3.25mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, the radiopaque markers were incorrectly positioned on the balloon. The distance between the markers do not measure 15mm thus the balloon was wrongly positioned during post dilatation. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a marker band misalignment occurred. Vascular access was obtained via the radial artery. The target lesion was located in a mildly tortuous mid left anterior descending (lad) artery. A 15mm x 3.25mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, the radiopaque markers were incorrectly positioned on the balloon. The distance between the markers do not measure 15mm thus the balloon was wrongly positioned during post dilatation. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.